Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the viper universal poly driver (product code: 279734000, lot number: mi84957) was received at us cq. Upon visual inspection of the complaint device, the distal tip of the device was observed to be broken off. The "color ring, green", component 887031504 was discolored and faded, though this is not likely to be related to the complaint condition. The complaint condition of stripped cannot be confirmed as the broken off portion of the device was not returned. No other issues were identified during the inspection. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage to the device. Dimensional/specification review: the relevant documents were reviewed as a part of the investigation: no design or manufacturing discrepancies were noted. Investigation conclusion: the overall complaint is confirmed as a visual inspection of the viper universal poly driver noted that the distal tip of the device was broken off. The specific complaint condition of stripped cannot be confirmed as the broken off portion of the device was not returned. A component on the device was discolored, but this is not likely to be related to the broken condition. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi84957 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 30 apr 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure the tip of the screwdriver stripped. There was no surgery or patient impact. Procedure was successfully completed with another available instrument. This report is for one (1) viper system polyaxial screw driver t20. This is report 1 of 1 for complaint (B)(4).